Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was offline and not communicating. The customer reported that the pyxis anesthesia station on the 8th floor endo department operates on wifi, it was offline, no communication and had a black screen. Users had to enter temporary patients on this device for the duration of the time the device was disconnected from the server. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline. A technical support specialist mentioned that the device was online in the remote smart service web portal, verified the pas application was displayed on the screen, and tested the login, which was successful. The system functioned as intended after the technical support specialist investigated the device. Initial reporter occupation: enterprise i.s./i.t. Health sight formulary and administration lead